Event description:
A report was received that the patient experienced swelling and pain at the lead incision site. The physician assessed the incision site and it appeared normal. A lidoderm patch was placed on the area. No further information can be obtained.